Manufacturer narrative:
(B)(4). Add'l info: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in the cath-lab prior to use, the user found the guide wire was "deformed". As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.